Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 100 mg/dl. The customer stated that they an error message and a big red x it will not stop beeping on the pump. The customer stated that they had critical pump error on the insulin pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with high sleep currents due to corrosion at the electronic assembly. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms were noted. Unit received with cracked case on the back at the battery tube area, reservoir tube lip and retainer. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.